Event description:
It was reported the pt was implanted with a monarc sling to treat urinary incontinence. The pt experienced mental and physical pain and suffering, as well as, permanent and debilitating injuries. The pt underwent non-specified medical treatment, corrective surgery, and hospitalization.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.